Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device cannot boot up. The deice was not in clinical use at the time the issue was discovered. There was no adverse patient impact reported.